Manufacturer narrative:
Device evaluation: the customer's statement "image blur at right side" cannot be confirmed. During the investigation, no deviation from the currently valid specifications or damage to the imaging could be found. The image is clear and evenly displayed. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image was blur at the right side. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).